Event description:
The caller reported that a percutaneous bedside procedure was performed and when they went to place the inner cannula into the outer cannula, the whole white part of the tracheostomy tube where the inner cannula connects to came off. The caller reported that they did have to extubate and re intubate the patient. The caller reported that the patient was getting ready to be moved into a prone position, so this occurred just prior.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.